Event description:
Same case as MDR ID # 2134265-2013-02395 and 2134265-2013-02397. It was reported that during a percutaneous coronary intervention, the mdu was unable to pullback the imaging catheter. Vascular access was obtained through the radial artery. During the ivus procedure, ilab motor drive unit was not pulling back but managed to do an ivus with a manual pullback. The procedure was completed with this device. No patient complication has been reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).